Manufacturer narrative:
The patient cassette and the complete set of patient tubings used at the time of the event were replaced and returned for further investigation, and the anesthesia workstation was returned to service. There are no reports of re-occurrences of the reported issues. A complete set of device logs were downloaded and sent for evaluation. The returned parts were subject to simulated-use testing in a laboratory environment. We were not able to reproduce any of the reported issues. The returned parts functioned as intended. The received device logs were evaluated and the technical error codes present showed that the fresh gas safety valve(sv1)was open despite normal operation conditions(there was no high airway pressure situation). In such a case, no gas is being delivered to the patient and subsequently, the fio2 level will decrease. The generated clinical alarms showed that there was inadequate patient ventilation during the time of the event, which suggests that the sv1 was open. The most likely cause of the event is that there was a temporary occlusion in the system which led to a negative pressure being measured by the pressure transducers which in turn led to an open sv1. We have not been able to confirm the root-cause.

Event description:
(B)(4)

Event description:
It was reported that during patient treatment, the anesthesia workstation generated technical alarms indicating an open fresh gas safety valve and a pressure sensor error. The measured fio2 concentration was not as expected, and an alarm for low fio2 was generated. There was no patient harm reported. (B)(4).